Event description:
The customer reported that the machine pulled more than set rate. The set rate was 200 cc/hr, then the machine pulled 299 cc in 15 minutes. Nurses reported effluent pump malfunction, effluent error messages occurred, during the first 15 minutes of treatment.